Event description:
Prevented any weight on legs [weight bearing difficulty] . Swelling of both legs [swelling of legs] . Extreme pain in left knee/severe pain [aching (l) knee] . Swelling of left knee/ankles [joint swelling] . Could not walk [unable to walk] . Extreme rectal pain [rectal pain] . Large cysts in rectal area [cyst] . Nodules in rectal area [nodule] . Discomfort [discomfort in joints] . Case narrative: this case was cross referenced with case (B)(4) (multiple devices for same patient). Initial information received from united states on 17-apr-2019 regarding an unsolicited valid serious case received from a patient. This case involves 81 year old male patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc) and hydrocodone bitartrate, paracetamol (norco). Later on prevented any weight on legs, swelling of both legs, swelling of left knee/ankles, extreme rectal pain, large cysts in rectal area and nodules in rectal area (latency: unknown), extreme pain in left knee (latency: 16 days), discomfort (latency: unknown), could not walk (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the dose of 1 injection, every week via intra-articular route (lot - unk) (information for batch number was requested) for unknown indication in the left knee. On (B)(6) 2019, patient received last injection. On (B)(6) 2019, patient had extreme pain in left knee(latency: 16 days) and was prescribed tramadol. On (B)(6) 2019, patient was taken to hospital emergency room for the swelling of left knee and extreme pain. Patient was taken to emergency room via an ambulance since she could not walk due to the severe pain she experienced due to the injections. On (B)(6) 2019, patient visited the family physician for extreme pain and had to use a walker since pain prevented any weight on legs and extreme swelling of left knee, legs and ankles. Physician prescribed hydrocodone bitartrate, paracetamol (norco) for pain on an unknown date in (B)(6) 2019 at dose of 5mg until unknown date in (B)(6) 2019; then at dose of 10 mg since unknown date in (B)(6) 2019 (formulation, frequency, route- unknown). On (B)(6) 2019, patient visited the family physician for extreme rectal pain due to hydrocodone bitartrate, paracetamol (norco) and large cyst and nodules in rectal area were formed. On (B)(6) 2019, patient was prescribed anti-inflammatory ointment for knees. On (B)(6) 2019, at 10:15 the rectal area cyst broke open at home and rectal pain was reduced. On (B)(6) 2019, patient had visit to colon and rectal surgeon. He stated that since the cyst broke open on its own, he would not do anything further with it but wants him back on (B)(6) 2019, for a follow up visit. Currently mild knee and rectal pain was there and patient was waiting for follow up visits with orthopedic surgeon on (B)(6) 2019 and colon and rectal surgeon on (B)(6)2019. On an unknown date in 2019, after the injection, patient was in considerable pain and discomfort due to which patient had several physician visits. Action taken: not applicable for hylan g-f 20, sodium hyaluronate and unknown for hydrocodone bitartrate, paracetamol (norco). Corrective treatment: hydrocodone bitartrate, paracetamol, walker and tramadol for extreme pain in left knee, walker for prevented any weight on legs, swelling of both legs, swelling of left knee/ankles; not reported for rest of events. Outcome: recovering for extreme pain in left knee, extreme rectal pain, unknown rest of events. A product technical complaint was initiated on 06-may-2019 for synvisc (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation was complete on 06-jun-2019. Seriousness criteria: disability for extreme pain in left knee, prevented any weight on legs, swelling of both legs, swelling of left knees/ankles. Additional information received on 15-may-2019 from patient. Events of discomfort and could not walk added. Verbatim updated from extreme pain in left knee to extreme pain in left knee/severe pain. Clinical course updated. Text amended accordingly. Additional information was received on 06-jun-2019. Ptc results received and processed. Global ptc number added. Upon internal review, hydrocodone bitartrate, paracetamol (norco) was updated as non-company co-suspect from corrective treatment.

Event description:
Prevented any weight on legs [weight bearing difficulty] . Swelling of both legs [swelling of legs] . Extreme pain in left knee/severe pain [aching (l) knee] . Swelling of left knee/ankles [joint swelling] . Could not walk [unable to walk] . Extreme rectal pain [rectal pain] . Large cysts in rectal area [cyst] . Nodules in rectal area [nodule] . Discomfort [discomfort in joints] . Case narrative: this case was cross referenced with (B)(4). (Multiple devices for same patient). Initial information received from united states on 17-apr-2019 regarding an unsolicited valid serious case received from a patient. This case involves 81 year old male patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc) and who prevented any weight on legs, swelling of both legs, swelling of left knee/ankles, extreme rectal pain, large cysts in rectal area and nodules in rectal area (latency: unknown), extreme pain in left knee (latency: 16 days), discomfort (latency: unknown), could not walk (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the dose of 1 injection, every week via intra-articular route (lot - unk) (information for batch number was requested) for unknown indication in the left knee. On (B)(6) 2019, patient received last injection. On (B)(6) 2019, patient had extreme pain in left knee(latency: 16 days) and was prescribed tramadol. On (B)(6) 2019, patient was taken to hospital emergency room for the swelling of left knee and extreme pain. Patient was taken to emergency room via an ambulance since she could not walk due to the severe pain she experienced due to the injections. On (B)(6) 2019 patient visited the family physician for extreme pain and had to use a walker since pain prevented any weight on legs and extreme swelling of left knee, legs and ankles. Physician prescribed hydrocodone bitartrate, paracetamol (norco) for pain. On (B)(6) 2019 patient visited the family physician for extreme rectal pain due to hydrocodone bitartrate, paracetamol and large cyst and nodules in rectal area were formed. On (B)(6) 2019 patient was prescribed anti-inflammatory ointment for knees. On (B)(6) 2019 at 10:15 the rectal area cyst broke open at home and rectal pain was reduced. On (B)(6) 2019, patient had visit to colon and rectal surgeon. He stated that since the cyst broke open on its own, he would not do anything further with it but wants him back on (B)(6) 2019 for a follow up visit. Currently mild knee and rectal pain was there and patient was waiting for follow up visits with orthopedic surgeon on 08-apr-2019 and colon and rectal surgeon on (B)(6) 2019. On an unknown date in 2019, after the injection, patient was in considerable pain and discomfort due to which patient had several physician visits. Corrective treatment: hydrocodone bitartrate, paracetamol, walker and tramadol for extreme pain in left knee, walker for prevented any weight on legs, swelling of both legs, swelling of left knee/ankles; not reported for rest of events outcome: recovering for extreme pain in left knee, extreme rectal pain, unknown rest of events. Seriousness criteria: disability for extreme pain in left knee, prevented any weight on legs, swelling of both legs, swelling of left knees/ankles. Additional information received on 15-may-2019 from patient. Events of discomfort and could not walk added. Verbatim updated from extreme pain in left knee to extreme pain in left knee/severe pain. Clinical course updated. Text amended accordingly.

Event description:
Prevented any weight on legs [weight bearing difficulty], swelling of both legs [swelling of legs], extreme pain in left knee [aching (l) knee], swelling of left knee/ankles [joint swelling], extreme rectal pain [rectal pain], large cysts in rectal area [cyst], nodules in rectal area [nodule]. Case narrative: this case was cross referenced with case (B)(4) (multiple devices for same patient). Initial information received from united states on (B)(6) 2019 regarding an unsolicited valid serious case received from a patient. This case involves (B)(6) male patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc) and who prevented any weight on legs, swelling of both legs, swelling of left knee/ankles, extreme rectal pain, large cysts in rectal area and nodules in rectal area (latency: unknown), extreme pain in left knee (latency: 16 days). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the dose of 1 injection, every week via intra-articular route (lot - unk) for unknown indication in the left knee. On (B)(6) 2019, patient received last injection. On (B)(6) 2019, patient had extreme pain in left knee (latency: 16 days) and was prescribed tramadol. On (B)(6) 2019, patient was taken to hospital emergency room for the swelling of left knee and extreme pain. On (B)(6) 2019, patient visited the family physician for extreme pain and had to use a walker since pain prevented any weight on legs and extreme swelling of left knee, legs and ankles. Physician prescribed hydrocodone bitartrate, paracetamol (norco) for pain. On (B)(6) 2019, patient visited the family physician for extreme rectal pain due to hydrocodone bitartrate, paracetamol and large cyst and nodules in rectal area were formed. On (B)(6) 2019, patient was prescribed anti-inflammatory ointment for knees. On (B)(6) 2019, at 10:15 the rectal area cyst broke open at home and rectal pain was reduced. On (B)(6) 2019, patient had visit to colon and rectal surgeon. He stated that since the cyst broke open on its own, he would not do anything further with it but wants him back on (B)(6) 2019, for a follow up visit. Currently mild knee and rectal pain was there and patient was waiting for follow up visits with orthopedic surgeon on (B)(6) 2019 and colon and rectal surgeon on (B)(6) 2019. Corrective treatment: hydrocodone bitartrate, paracetamol, walker and tramadol for extreme pain in left knee, walker for prevented any weight on legs, swelling of both legs, swelling of left knee/ankles; not reported for rest. Outcome: recovering for extreme pain in left knee, extreme rectal pain, unknown rest. Seriousness criteria: disability for extreme pain in left knee, prevented any weight on legs, swelling of both legs, swelling of left knees/ankles.